Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one pse60a device was returned with no apparent damage and with no cartridge reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. Further analysis showed, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor, and the articulation bar was noted to be damaged. No functional test was performed due the condition of the device. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. One possible cause for this condition may be the exposure of cleaning solution. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please note, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the articulation fins can't work. No further information provided. No patient consequence reported.